Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected result was obtained from a single level of non-vitros biorad ethanol/ammonia control, lot 54360, using vitros ammonia (amon) slide lot 1019-0263-9041 on a vitros xt7600 integrated system. Biorad level 2 amon result of 113.8 mol/l vs. The expected result of 94.31 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601757.

Manufacturer narrative:
The investigation concluded that a higher than expected result was obtained from a single level of non-vitros biorad ethanol/ammonia control, lot 54360, using vitros ammonia (amon) slide lot 1019-0263-9041 on a vitros xt7600 integrated system. The assignable cause of the event is unknown. Historical quality control results obtained from vitros amon slide lot 1019-0263-9041 were higher than expected using three different calibration events, therefore, a performance issue with the vitros amon slides in use at the time of the event cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1019-0263-9041. No information was provided concerning calibrator fluid handling; therefore, improper fluid handling protocol cannot be ruled out as contributing to the event. A diagnostic vitros amon within run precision test was within acceptable precision guidelines; however, the results were biased high to the target value. Therefore, an instrument related performance issue cannot be ruled out as contributing to the event.